Manufacturer narrative:
Blood was observed on the adhesive pad. The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. In addition, the formed needle and bottom housing were inspected for damages and manufacturing deficiencies that could cause bleeding, and no issues were found. No other damages or defects were found that would result in a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached "high in the upper 200s" (mg/dl) while wearing the pod longer than 48 hours. Patient's mother was able to treat the high bg levels but method of treatment was not specified.